Manufacturer narrative:
Correction: upon review the implantable cardioverter defibrillator, manufacturer report 2017865-2023-93185, should not have been submitted as a medical device report (MDR) as infection that is not related to the implant site or implanted device is a non-reportable complaint, as the infection occurred as the result of another factor or source.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-93186. It was reported that the patient presented with infection. The physician explanted the system ¿ implantable cardioverter defibrillator and right ventricular lead. The patient was in stable condition.